Manufacturer narrative:
The reported events of unspecified infection, necrosis, fistula, hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection, necrosis, fistula, hematoma.

Event description:
Healthcare professional reported via jopbs article "a 10-year review of complications following primary implant reconstruction", 73 out of 1,286 cases had complications requiring surgical intervention: "40 cases of infection, 19 cases of skin necrosis/fistula, and 14 cases of postoperative hematoma". This record is for unknown side. Device status is unknown.